Event description:
Drain tube was torn off inside of the patient's body during removal. The drain was initially placed during removal of a tumor in 2005. Six days later, while attempting to remove the drain, a little resistance was met and the drain broke leaving a piece inside the patient. Some sutures were used near the drain. There was no pinching/binding of the drain. The patient was taken back to surgery to have the indwelling drain portion surgically removed. No further complications were reported.